Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01544. Related manufacturer reference number: 1627487-2024-07197. It was reported that patient experienced discomfort at ipg site, ineffective therapy, and was unable to enter MRI mode. Patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted and replaced to address the issue.